Event description:
It was reported that pump displayed cartridge change error and customer contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Customer, following technical support guidance, inspected cartridge o-ring and pneumatic tap area, cleaned tap area, ensured cartridge was fully attached, and successfully completed load process on pump, after which insulin delivery was resumed.